Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. Air was mixed in during insertion. Air was mixed during insertion. The issue was resolved by changing the vizgo to another one. The procedure was completed without any problems. The procedure was completed without patient's consequence. No patient consequences were reported. Air flow into side port is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-jul-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Furthermore, on 12-jul-2022, bwi received additional information regarding the event. Air was not being introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-nov-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. Air was mixed in during insertion. Device evaluation details: visual analysis of the returned product revealed a bubble that was found in the luer hub, no other physical damage or anomalies were observed on the carto vizigo sheath. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. Per the bubble condition the sample was sent to the supplier freudenberg for further investigation. With the next results: the stopcock was found to have one bubble in the hub area where the stopcock tubing is glued inside the hub. The bubble was confirmed to be a small void of adhesive between the tubing wall and the hub wall. The bubble/void was completely encapsulated and did not pose a functional risk. No issues were found with the adhesive, or the adhesive dispenser set up during the review. No internal actions were issued during the build of the product related to adhesive or bubbles. Air bubbles are inherent to the process of dispensing this adhesive. Air bubbles in the adhesive is not a defect per manufacturing procedure and are not related with the reported air mixed. A device history record review was performed for the finished device 00001904 number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)